Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall that was a result of shaft-bearing. Interrogation of the pump determined it was used to infuse fentanyl [2000.0 mcg/ml] at 1,050.0 mcg/day, and clonidine [1200.0 mcg/ml] at 630.0 mcg/day.

Event description:
Information was received from a healthcare professional (hcp) and a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml fentanyl at an unknown dose and clonidine of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain. It was reported that starting on (B)(6) 2017 the patient complained of intermittent therapy that was exacerbated in the evening. The patient suspected that the pump was failing. The hcp agreed to replace the pump since it had a 6 month elective replacement indicator (eri). The patient was on flex dosing that decreased in the evening around the time that the patient's pain exacerbates. The hcp did not suspect any malfunction with the pump and pump interrogation showed that the pump was operating appropriately. No errors were noted. As an additional precaution the hcp performed a catheter dye study and the catheter proved to be patent and functioning properly. The dye spread into the cerebrospinal fluid (csf) as desired by the hcp. The pump was to returned for analysis once it was released by the hospital. No further complications were expected or anticipated.